Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who clarified that they call the straight anchor versus the bi-wing anchor a ¿bumpy¿ anchor. It was noted that additional tunneling was not needed as the hcp used a new spinal segment and attached it to the portion of the catheter that had already been tunneled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. Pump drug information was not reported. It was reported that the original implanted 8780 catheter was severed when the "bumpy anchor" was deployed at the spinal segment entry point. The anchor system severed the catheter with tension applied to the catheter, so it retracted back into the body and could not be located by the doctor. It was abandoned in the body. The hole was visualized and sutured closed tightly. A new catheter "wasn't produced and secured with another anchor". The rep did not know if there were any environmental, external, or patient factors that may have led or contributed to the event. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown. It was indicated that the event occurred during a procedure.

Manufacturer narrative:
H3: analysis of the catheter found "damage occurred to catheter body during implant procedure". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.